Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported yesterday they were charging the implant and everything was going fine and the green light was flashing and an alert came up and said it can no longer continue, there was a malfunction or something to that effect. Patient stated the controller screen is dead and there is no power to the screen. Patient reported they are getting message settings not available, cannot provide your desire setting since having the implant. Patient stated they were charging for an hour thinking the implant was charging with good quality but the ins was not charging. Patient stated they have had trouble charging the ins since getting the implant. Patient stated no one showed they how to used the equipment. Patient services assisted patient with resetting the controller, after resetting, the controller power on and recharging when plugged into the outlet with green light flashing. Controller show implanted neurostimula tor 30%, controller 0% and recharging. Agent reviewed device function and best practice to recharge the devices.  The troubleshooting steps that were taken on the call resolved the issue. Pt called back stating that settings not available was appearing again so they were not able to increase the stimulation intensity like they normally could. Agent reviewed screen meaning with the pt. Agent re directed pt to hcp.  Pt said that they were at the hospital and they saw a manufacturer representative (rep) who fixed the issue for them, however the message started appearing again that night. Additional information from the rep indicated that the cause of the settings not available message was due to electrode 12 being in out of range (oor) status. They stated that they programmed around electrode 12 to resolve the issue. The patient is doing great and her stimulation is working well. The issue is resolved.